Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no physical samples were received for testing and evaluation; two photos were submitted for evaluation of this incident. The photos were observed to display the four packages with missing or illegible print on the unit label. Investigation conclusion: a complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of package print permanency with lot #9071691 regarding item #382933. Root cause description: manufacturing: the product associated with this incident report was not removed during the sorting process due to human error.

Event description:
It was reported that bd insyte¿ autoguard¿ blood control winged catheter was missing print. This was discovered before use. The following information was provided by the initial reporter: identified an issue with missing print on 4 catheters. The issue was identified during our 100% inspection on our kitting process.